Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist advised the customer to recreate the issue related to medication, after which the functionality was verified as working, advised the customer to perform a cycle count, provided resolution and guidance that the station was functioning normally and recommended rebooting the device and checking for any stuck cubies or obstructions inside the drawer if the issue reoccurs. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini door was jammed by qlock. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.